Event description:
It was reported that the patient presented to the hospital for inappropriate shocks due to noise. Normal electrical measurements were observed. The physician decided that based on patient general clinical condition, to turn the hv therapies off and program the ICD in brady mode. The lead remains implanted.